Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar placement procedure. Fiducial markers were placed transperineally. The procedure was performed with local anesthesia. The physician stated that during the hydrodissection he moved the needle down to the midgland and apex to get more hydrodissection. After the procedure a computed tomography (CT) scan was performed, the patient's physician recognized that there was around half a cc of hydrogel that appeared in the prostate capsule. The images were reviewed again and showed that the hydrogel was placed in the venous plexus with some moving laterally around the left side of the prostate and inferiorly towards the apex. However, it was also noted that most of the hydrogel was in the right place. The patient has not started his external beam radiation treatment yet. The patient was report asymptomatic at the time of this report.

Manufacturer narrative:
Correction block f6, h6, and h11 have been corrected to vascular misplacement. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar placement procedure. Fiducial markers were placed transperineally. The procedure was performed with local anesthesia. The physician stated that during the hydrodissection he moved the needle down to the midgland and apex to get more hydrodissection. After the procedure a computed tomography (CT) scan was performed, the patient's physician recognized that there was around half a cc of hydrogel that appeared in the prostate capsule. The images were reviewed again and showed that the hydrogel was placed in the venous plexus with some moving laterally around the left side of the prostate and inferiorly towards the apex. However, it was also noted that most of the hydrogel was in the right place. The patient has not started his external beam radiation treatment yet. The patient was report asymptomatic at the time of this report.